Event description:
At one month after the catheter is inserted, there were allegedly two breaks within one section of the catheter in the patient's body (at 34-35cm of the catheter), and the puncture opening was reportedly leaking during the infusion.

Manufacturer narrative:
A lot history review (lhr) of reyg0503 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.